Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29jul2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue and replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the unit had an unresponsive touchscreen. There was no patient involvement.